Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking down the leg and stimulation settings going back to 4.4 were not determined as they were unable to reproduce a 4.4 setting. The rep reported that the patient¿s system had been turned off and the rep had her turn it back on. The rep reported that the patient¿s amplitude read 2.2 and she was on an hd setting. The rep had the patient lay down and together they reset her to 1.0 ma. The rep told the patient if she experienced any unwanted stimulation to turn her system off. Additional information was received from the rep on 2019-07-02. The rep reported that the patient¿s system was off. The rep reported that the patient seemed confused as to her neurostimulator¿s (ins) purpose. The patient was reeducated, and her programmer and recharger were reviewed. The patient¿s system was turned on. The rep reported that impedances were all within normal limits and paresthesia coverage was satisfactory. The patient was switched to a high-density program, which she preferred and her one program was set at 1.3 ma. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that last friday night the patient felt a shock, and then on saturday morning the shocking continued, the patient didn't know what to do so they turned the ins off. The patient stated they kept getting shocks thatthey almost fell down. The patient said the shocking seemed to be on the left leg but stated it felt numb there and their leg still felt funny. Patient services (ps) had the patient lower the stimulation but it seemed to be going back to the original setting of 4.4 so ps recommend that the patient turn the ins off and follow up with a their healthcare professional (hcp); the patient did not have a hcp at this time, so ps offered to send a message to the local manufacturer representatives and send hcp listing to the patient. The patient later reported that they received a call back from a rep but couldn't understand the name or call back number so ps sent another email to the reps. The patient stated they just weren't sure if they should try and turn the stimulation back on or what they should do. No further compli cations were reported.